Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and was hospitalized on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 45 mg/dl at the time of the event and patient got treated with insulin via intravenous. The duration of hospitalization was greater than 24 hours. The patient got released from hospital on (B)(6) 2025. No further information available.